Event description:
The reporter states that he obtained the following blood glucose comparisons on the accu-chek advantage system: 177 mg/dl and "hi" (greater than 600 mg/dl); 177 mg/dl and 78 mg/dl; "hi" (greater than 600 mg/dl) and 78 mg/dl; "hi" (greater than 600 mg/dl) and 160 mg/dl; 78 mg/dl and 160 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.